Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 400 mg/dl. Reportedly, the customer had set a temporary basal rate in anticipation of exercise. The customer reported that due to inexperience with setting temporary basal rates, the customer set the basal rate lower than necessary. The customer delivered a correction bolus via the pump. The customer declined further assistance from cts.